Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he changed the batteries on his contour xt meter and following insertion of the new batteries, the units of measure changed from mmol/l to mg/dl. There is no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found. The initial report indicated the serial # of the affected contour xt meter as (B)(4). The correct serial # is (B)(4). The section has been updated with the correct serial # and the section has been updated with the correct device manufacturing date.